Event description:
During infusion, multiple warning messages encountered and the pump became completely inoperable. 1. Warning on l channel said to close all clamps and remove cassette. Warning also advised to send device to bio med. 2. Another warning that says channel failure. 3. Another warning that says this channel is inoperable due to malfunction. Send for service. Manufacturer response for large volume infusion pump, plum duo (per site reporter). Yes they came on site to see pump.